Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.

Event description:
The advocate received high out of range control results of 275, 241 and 269mg/dl on the contour next link meter. The meter did not automatically mark them as a control tests, which will be displayed as a blood results when accessing the meter¿s memory.no adverse event was alleged.only the meter information was provided. The customer control is expected to be returned for evaluation. Replacment control and test strips were sent.